Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures including a mesh repair surgery on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, and uterine prolapse. It was reported that the patient underwent mesh excision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that patient concurrently underwent uterine vaginal vault suspension extraperitoneal approach utilizing sacrospinous ligaments.

Manufacturer narrative:
It was reported that due to cervical dysplasia and recurrence of uterine prolapse, the patient underwent excision of mesh on (B)(6) 2012 by the implanting surgeon. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.